Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual and functional testing, as well as an event history log review, was performed on the device. The reported problem of "out of service" was confirmed in the sample evaluation and event history log review as a defective main battery. The main battery was replaced in order to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump was observed to be "out of service." The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.